Event description:
It was reported that the patient has been feeling dizzy and lightheaded. Boston scientific technical services (ts) was contacted for a review of the data, and ts saw possible loss of capture and signal artifact monitor (sam) episodes due to false detection of atrial fibrillation. The right atrial (ra) lead also had low, out-of-range impedance measurements of less than 200 ohms. The device and leads remain in service. No adverse patient effects were reported.